Event description:
It was reported that the anchor came out of the box with pieces broken, or a broken inserter.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.